Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument the door spring broke. The following information was provided by the initial reporter: door spring just broke, unable to stay open.

Manufacturer narrative:
H.6 investigation summary: the failure was reported on the instrument (instrument bd max catalog number 441916, serial number (B)(6)). The bd field service engineer was dispatched and observed disconnection in door gas shock. The fse reconnected the door gas shock and performed the testing, thus resolving the issue. This is the unconfirmed complaint of the bd product since the issue is not reproducible after reconnection. The root cause is attributed to the workflow error. No parts were replaced as part of the complaint and no parts were returned and thus returned sample analysis cannot be performed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2014. Service history review was performed for the instrument ,(B)(6) and there were one additional work orders related to this failure mode. No new or modified risks have been identified. Bd quality will continue to monitor for trends associated with this complaint.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument the door spring broke. The following information was provided by the initial reporter: door spring just broke, unable to stay open.